Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Third party manufacturer reviewed the routers used to manufacture lot# 15vm555401 and no discrepancies or deviations were noted outside the normal process parameters. The retain samples for this lot were inspected and they were found to be functional and non- defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 04, 2015.

Event description:
The nurse reports the flexi seal signal fecal management system fms was inserted into the pt and approx two to three hours later, the retention balloon was expelled. It was further reported the retention balloon 'appeared to have air and little to no water'; the fms was inserted and forty-five milliliters of water was instilled into the 'fill port'. The nurse added after approx thirty minutes the fms was again expelled and noted the retention balloon appeared to have air and 'little to no water'. Add'l info was obtained on 05/14/2015, when instilling water into the inflation port water appeared to be leaking out of the tubing and the pt from an unidentified location on the fms. Finally, it is reported a new fms was inserted into the pt with 'no further issues'. It was reported the pt had no untoward effect as a result of this issue.